Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited noise and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. A signal artifact monitor (sam) episode was also triggered as a result, and disabled the minute ventilation (mv) feature. Unipolar pacing impedance measurements were noted to be stable. Pacing impedance measurements prior to the lss were noted to be in the 700 ohms range. The patient was noted to be in persistent atrial fibrillation (af). Technical services (ts) discussed the option of programming the lead configuration to unipolar pacing, and bipolar sensing, or considering programming the device to vvir. The root cause of the noise and out of range impedance measurements was not determined. The lead configuration was reprogrammed to unipolar pacing/sensing, and the mv feature was programmed back on. No adverse patient effects were reported. This device remains in service.